Event description:
It was reported that the user experienced difficulty performing an infusion set and cartridge change with a 23-inch teflon 6 mm inset, including problems priming the applicator, adhesive disruption, inadvertent removal of the set during applicator removal, and improper connection steps, which resulted in an infusion set deployed incorrectly or a connector not attached correctly; user education and troubleshooting were provided, and the infusion set was ultimately applied and insulin therapy resumed with a subsequent follow-up to arrange replacement supplies. Symptoms included no reported change in blood glucose. Outcomes included continued insulin therapy without medical intervention. Investigation included guided troubleshooting and review of the supply change procedure via instructional video. Investigation of this case revealed user handling errors during set deployment and connection. It was concluded that the event was related to user technique, addressed by education and successful reapplication of a new infusion set.